Event description:
The patient reported a loss of stimulation and return of symptoms since (B)(6) 2017, with therapy suspected to be off. The implantable neurostimulator (ins) was then checked with the recharger which verified the ins as on. The patient noted they have 5 different programs to choose from and will try them to see if it helps with their issues. Follow up with the healthcare professional (hcp) is to be conducted. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.